Event description:
It was reported by a parent, that a child underwent a bilateral tendon transfer procedure on an unknown date and suture was used. The child developed cysts at the incision sites. The surgeon opines that the child may have had a reaction to the suture. The surgeon plans to perform a second operation including a tendon harvest to correct the first surgery. No additional information is known.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.